Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The fourth and fifth stent struts were pulled outwards. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypo tube kink 890mm distal to the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-apr-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely calcified right coronary artery. After pre-dilating the lesion with a 2.5x12mm non-bsc balloon, a 2.50 x 20mm synergy drug-eluting stent was advanced but failed to cross the previously placed stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damaged.